Event description:
It was reported that the ilet display showed dashes in the blood glucose field due to a loss of connection between the ilet and a newly started dexcom g7 sensor, and the user restored readings after toggling the cgm connection and restarting the sensor. Symptoms included no reported clinical effects. Outcomes included: no reported impact on health status, no medical intervention, and no hospitalization. Investigation included user-guided troubleshooting and education to re-establish the cgm link. Investigation of this case revealed a temporary communication disruption between the cgm transmitter and the ilet, with functionality restored following reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable connectivity interruption without device malfunction.